Event description:
The first report of two from the same facility involving a camino 110-4bt probe. It was inserted in the first patient (first instance) with initial readings being positive and a good waveform. A few hours later the values went negative but still had a good waveform. A CT scan was performed and found the probe to be in the current location; there was no sign of an air pocket. A codman intracranial pressure catheter was placed in patient - positive values were indicated contradictory to what the camino catheter had provided.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.